Manufacturer narrative:
Lancing device was not returned for evaluation. Most likely underlying root cause: mlc-61: improper use/mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for broken lancing device, stating that the lancet is firing without pressing the button. At the time of the call, the customer stated that she was having symptoms that may be related to either her pregnancy or diabetes; customer stated that she had a headache and was tired. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 111 mg/dl.